Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had pain at the incision site. The patient went to emergency room and was administered a shot of morphine for the pain.